Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: the patient with bilateral pulmonary emboli was scheduled for placement of an inferior vena cava (ivc) filter. The right femoral vein was accessed and a venacavagram identified the location of the renal veins. The filter was then deployed at the l2-l3 interspace without incident. The sheath was removed and hemostasis was achieved. The patient tolerated the procedure well and was returned to recovery in satisfactory condition. Image/photo review: no medical images have been made available to the manufacturer. Conclusion: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. There was no specific deficiency alleged in the provided medical records. Therefore, the investigation is inconclusive for the alleged migration, filter tilt, and detached filter limbs as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques movement, migration or tilt of the filter are known complications of vena cava filters. Filter tilt. Filter malposition. It is possible that complications such as those described in the "warnings", "precautions", or "potential complications" sections of this instructions for use may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported sometime post vena cava filter deployment that allegedly the filter migrated, tilted and embedded in the caval wall and had detached limbs. There were no attempts made to retrieve the filter or detached limbs. There was no reported patient injury.